Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There is no trauma or other problem reported.

Event description:
Hearing performance with the device is affected. There is no trauma or other problem reported. Re-implantation was conducted on (B)(6) 2020. Despite requested, the concerned device was not yet received for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has been performed, but the concerned device could not yet be made available for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. There is no trauma or other problem reported. Re-implantation was conducted. The device was received for investigation.